Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product failed functional testing with blank image on live video out. Cause of video failure is a defective ccd interface pcb. Product passed functional testing with a known good ccd interface pcb installed. No short was found in the camera head cable assembly. The complaint investigation has concluded the cause of the failure to be a defective electronic component on the ccd interface pcb.

Event description:
It was reported that the camera head presented a short in the cord. No patient injury reported.